Event description:
Per the clinic, the patient experienced bleeding and infection (pus) at the implanted site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) in ER.